Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had called from home to report the system controller alarming and the display module reflected a fault-change controller message. The pt was requested to exchange the system controller to the backup system controller, however the alarms continued.

Manufacturer narrative:
On (B)(6) 2013, the manufacturer's technical services representative performed a percutaneous lead distal end replacement. The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.